Event description:
The customer alleged that cidex opa leaked from the aer unit on to the floor and popped the ground fault interrupter. There were no injuries reported. The customer also reported that the unit's soap injector was giving out too much current. The customer repaired the unit.

Manufacturer narrative:
The unit was evaluated by the customer. The customer replaced the air valve of the compressor and resolved the fluid leak. The customer also adjusted the current and the readings are now within specifications. No further issues with the current.